Manufacturer narrative:
Additional information: patient date of birth, weight and gender provided.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon observed an imprecision following registration. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.